Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise vrd ((B)(4)) didn't deploy. The 12mm wire tip just exited out of the prowler select plus microcatheter distal tip. So, the enterprise system was removed with the prowler select plus microcatheter. Then, another enf37 was used, and it worked with the same microcatheter. A constant and dedicated saline source was used at all times, and no resistance contributed to the event. There were no damages after reshaping. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, etc), and the stent remained attached to the delivery system. The procedure was successfully done, and the device will be returned for analysis. One non sterile enterprise and delivery wire was received into the coil dispenser inside of a plastic bag. The enterprise stent was received on it original position without any visual damaged. The involved microcatheter was not received for analysis. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damaged was found. The functional analysis was performed successfully using a lab sample microcatheter. The delivery wire was able to go through the microcatheter without any resistance or friction. (B)(4) did review the device history records relative to the manufacturing. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure delivery wire - resistance/friction reported by the customer was not confirmed since the functional analysis was performed successfully. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
During the procedure, the enterprise vrd ((B)(4)) didn't deploy. The 12mm wire tip just exited out of the prowler select plus microcatheter distal tip. So, the enterprise system was removed with the prowler select plus microcatheter. Then, another enf37 was used, and it worked with the same microcatheter. A constant and dedicated saline source was used at all times, and no resistance contributed to the event. There were no damages after reshaping. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, etc), and the stent remained attached to the delivery system. The procedure was successfully done, and the device will be returned for analysis.